Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced after a year. It was further reported that "the battery only lasted a year." No further information was available at the time of report. Further information has been requested. A supplemental report will be filed if further information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient: product ID 3887-33, lot# n24075, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Event description:
Additional information indicated that the patient was surprised that the stimulator stopped working and that he was under the impression that the battery would last about 36 months and he had only used it about 21 months. Manufacturer guidelines stated that normal implant limit for the implant of this type would be 22 months. Device interrogation demonstrated that the battery reached eol (end of life).

Manufacturer narrative:
(B)(4).